Event description:
Report received of "freeflow" during product testing. It was reported that the pca tubing set was primed in the biomedical dept. The bag was hung on a regular IV pole at approximately 6 feet from the floor. No problems occurred while the set was in the pump. When the tubing was removed from the pump and hanging freely, with the cartridge in the open position, a "steady drip" of fluid was noted. There was no reported pt involvement. Although requested, no add'l info was provided.